Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site continued to have issues verifying instruments after the first visit, so the representative replaced the emitter on the second visit. The system then passed the system checkout and was found to be fully functional. Analysis on the returned emitter resulted in no failure being found through functional testing and visual/physical examination. The analysis states that the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon and the site has been having issues verifying their instruments consistently. The surgeon had issues with multiple suctions. It is unknown if there was any delay to the procedure, but there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the rep determined the instruments were working at the time of this report.